Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the available information, the evaluation confirmed the reported complaint as the implant coil was not attached to the delivery pusher. The root cause of this complaint cannot be determined; however, the condition of the returned device is consistent with excessive force placed on the device that exceeded tensile strength specification.

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, an lvis jr. Stent (ref. 2032493-2016-00288; (B)(4) was placed successfully. The embolization coil (referenced in this report) was advanced through the microcatheter and resistance was encountered. Only a portion of the coil could be advanced in the aneurysm. Upon withdrawal attempt, the coil could not be pulled, the coil detached or broke within the stent mesh. The entire system was removed successfully. No intervention, harm or injury was reported.